Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle and the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the foreign material could not be determined, and the type of the foreign material could not be identified. It was uncertain if the user conducted reprocessing in accordance with the instructions for use (IFU). The event can be detected / prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.